Event description:
It was reported that during prep, while threading the syringe onto the male luer at the proximal end of the handle of a .014 rx acculink ii 6x8/40 carotid stent system, a crack was heard and the top part of the handle appeared to have partially separated lengthwise from the bottom base of the handle, but remained intact is it was not completely separated from the base. While the syringe was not difficult to attach, it was unable to be removed from the acculink luer as it was stuck. The device was not used in the patient. Another acculink carotid stent system was prepped and placed in the patient successfully. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulty removing the syringe and broken handle were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.